Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they had a couple issues of the telemetry pack adapter melting.

Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that the adapter was melting per the provided photo. The device history record (DHR) could not able to be reviewed as a lot number was not provided. However, dhrs for the last 3 lots were reviewed and there were no change of material, tooling, process procedure or machine parameter. Based on the available information it was not possible to confirm that the issue was caused by the manufacturing process. No corrective actions required at this time. All information received will be used for further tracking and trending purposes.